Event description:
It was reported that the patient's left implantable neuro stimulator (ins) was off, was not working and displayed a power on reset (por). The right chest ipg was on and worked well with good impedances and charged to 75% from the date of the last charge on (B)(6). The patient went into the clinic on (B)(6). The patient was charging each ins every other day so it turned out that they only charged the one ins per day. The patient had difficulty charging the left side, however information was unclear and noted that the patient denied any difficulty charging the ins yesterday morning. The patient's husband helped charge the ins before he went to work and when he got home around 5pm, the ins was not working and read por with the phone and md symbols. The remote was used unsuccessfully in attempt to assess the left ins and he continued to get por with symbols. At the same time the right side ins worked fine and he was able to assess and adjust the voltage on the right side. Impedance testing was done. Impedances were within normal limits and it was found that the ins did not reset to factory settings but remained on the patient's settings so history was accessible. Data was reviewed and there was a confirmed por on the left chest ins. The ins did not reset when it went to por. The patient had not been heard from since their complaint was addressed and this was taken by the health care professional (hcp) as a good sign. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).